Manufacturer narrative:
The insulin pump was received with missing retainer. Analysis was unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay and faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the plastic ring was disconnected and fell from reservoir hatch. Customer's blood glucose was unknown. The insulin pump will be replaced.